Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a broken door was not confirmed, however during device evaluation a broken door latch was found. Therefore, quality engineering has determined that the problem is a broken door latch. The door latch was replaced to resolve this condition. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump, however, the door assembly was replaced during previous service. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a broken door. According to the facility, this event occurred in the "medicine b." This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.